Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening. Device evaluation (B)(4) pertains to lead interstim test screener cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urgency frequency. It was reported the patient she felt her leads were slipping. It was noted the patient began the trial on (B)(6) 2018. There were no further complications that have been reported as a result of this event.